Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 19, 2016, the lay user/patient contacted lifescan USA alleging that his onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 7:00am. The patient stated that he obtained the result of "215 mg/dl" using the subject meter compared to feelings/normal results. The patient manages his diabetes with self-adjusting insulin. The patient stated that he took more food/drink on (B)(6) 2016, later in the day after taking his shot (time not provided) in response to the alleged product issue. The patient claimed to have developed the symptom of "irregular heart rate" between 10-15 minutes after the alleged product issue began. The patient stated that he self-treated with more food/drink on (B)(6) 2016, immediately after taking his shot (time not provided). The patient denied that his blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient performed a walk-through control solution test and the result was in range and the test strips had not expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "irregular heart rate" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.